Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1.0 ml juvéderm® voluma® with lidocaine into the nasolabial fold. Approximately a little less than nine months later, patient experienced granuloma, biopsy not provided. Ultrasound performed and noted the palpable lumps pointed by the patient in both nasolabial folds extending to the superior aspect of the upper lip bilaterally likely represents clumping and migration of the previously injected filler in the face. Differential includes complication like non inflammatory nodules. Patient was treated with 2 different sessions of 1 vial hyalase, 3 days apart. Four days later, patient was treated again with 1 vial of hyalase and cortisone injection. Five days later, patient again was treated with 1 vial of hyalase and cortisone injection. Symptoms improving but not resolved.